Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 58 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump alarmed button error and the buttons were unresponsive. No significant events leading to button error were observed. The customer¿s spouse was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, cracked belt clip slot and minor scratched display window.